Manufacturer narrative:
(B)(4). Yielded jaw. Should the information be provided later, a supplemental medwatch will be sent. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining 6 clips were ejected and then, it locked out as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was fed into the jaws sideways. The device was used on the blood vessel. It was unknown which firing of the device this event occurred on. There was neither unexpected resistance nor noise. There was no torquing or twisting of the device present. The device did not clamp something hard such as an existing clip. The device was fired out of the patient after the event. Another device was used to complete the case. There were no adverse consequences to the patient.